Manufacturer narrative:
Patient information:unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 vticmo 12.6 implantable collamer lens of -12.5/2.0/011 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for the same model and size lens due to low vault. The replacement lens was implanted vertically and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken and bent to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).